Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter was reading inaccurately high compared to feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began at 7:15am on (B)(6) 2018 when he obtained alleged inaccurately high results of ¿388 and 427 mg/dl¿ compared to his feelings/ normal results. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with sliding-scale insulin and denied making any changes to his usual diabetes management regimen in response to the alleged product issue. The patient reported that, at an unspecified time after the product issue first started, on the same day, he began to feel ¿nervous and shaky¿. He also stated that he ¿felt dizzy if he turned too fast¿. The patient denied receiving any treatment over and above his usual diabetes management routine in response to the reported symptoms. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the patient¿s test strips had been stored correctly and had not expired. The csr walked the patient through a control solution test, but the patient was unable to obtain a reading. Replacement products were sent to the patient. This complaint is being reported as the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately high blood glucose results on the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.